Event description:
It was reported that a first-time user contacted support for a first supply change and was guided step by step through the procedure, after which blood glucose trended downward from a high value. Investigation included user education and troubleshooting by support personnel. Further investigation of this case revealed no device malfunction identifiable from available information. The user reported symptoms included hyperglycemia. Outcomes included no reported hospitalization, no emergency treatment, and no alerts or alarms. It was concluded that, based on previously established findings for similar reports, the event was consistent with user support needs during initial use, with no evidence of a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.